Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that returning claudication in the study limb and drop in ankle brachial index (abi) occurred. The patient's clinical status assessment in (B)(6) 2014 indicated that the patient met all inclusion/exclusion criteria. The first target lesion was a de novo lesion located in the right superficial femoral with 100% stenosis and was 25mm long with a reference vessel diameter of 5.6mm. The second target lesion was a de novo lesion located in the right common femoral with 100% stenosis and was 40mm long with a reference vessel diameter of 6.5mm. The target lesion was treated with pre-dilatation and the jet stream navitus system. Residual stenosis percentage was not provided. In (B)(6) 2015, the patient developed returning claudication study limb and drop in abi. Diagnostic tests/imaging results and event outcome were not provided.